Event description:
The customer reported the alarm needs eval; the alarm appears to have some type of damage such as, broken case or button missing. The customer could not provide the date when this was found. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue, the alarm is missing a battery door and a warning label. The nurse call receptacle is loose. The alarm powers on and there is a clicking sound instead of a voice message and the nurse call light is intermittent when the nurse call cable is connected. Nurse call receptacle is defective and the voice clip is defective. (B)(4).